Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. The user successfully reloaded the cartridge. There was no reported impact to the user's blood glucose level.